Manufacturer narrative:
December 20, 2015 06:25 pm (gmt-5:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal was set with the delivery device and a crack was found. A replacement device was used to complete the procedure. The surgery time was extended for 3 minutes. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to maquet for evaluation. Signs of clinical use and evidence of blood were observed. Blood was present in the delivery device, indicating deployment in to the aorta. The seal was returned outside the device in a fully unravelled state. The tension string was not cut. No defects were observed to the loader, delivery device, seal and tension spring assembly. The tube was unable to be measured due to the presence of blood in the delivery device. The device was returned in a completely deployed state with evidence of blood in the delivery device. We are unable to evaluate the seal for delamination because it has been fully unravelled. Based on the condition of the device as returned, the reported complaint was unable to be confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal was set with the delivery device and a crack was found. A replacement device was used to complete the procedure. The surgery time was extended for 3 minutes. The hospital did not report any patient effects.